Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The data showed the device was deactivated after second prime during pod operation meaning it should have been received deployed, but was received undeployed. The slide insert was not visible in the viewing window and the soft cannula and tip of the formed needle were not visible in the bottom housing viewing window. Upon removal of the top housing, the formed needle was observed to be lodged against the remaining, uncut top housing and curled around the environmental seal, and the soft cannula was found to be damaged. The failure to deploy was caused by the incorrect installation of the chassis subassembly. The incorrect installation of the chassis subassembly contributed to the observed damages to the soft cannula and formed needle.